Event description:
It was reported that on (B)(6) 2011 the patient's school nurse primed the pump while the patient was still attached, and delivered 89 units insulin to the patient. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient's blood glucose levels were 95 mg/dl then 29 mg/dl. The patient was given juice and taken to the emergency room, where her blood glucose level was 45 mg/dl. The patient was treated intravenously with glucose and admitted to the hospital. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. The technique was incorrect in that the pump was primed while it was still attached to the patient, leading to an inadvertent infusion of insulin. The patient suffered blood glucose levels suggesting severe hypoglycemia and received emergency medical attention and treatment with glucose, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump prime history showed a prime of 89 units on the date of the reported event. The user guide instructs the user to disconnect the patient from the pump when doing rewind, load, or prime steps. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the bolus button was found to be unresponsive and the button slug was found to be misaligned. Also unrelated to the complaint, the black box showed two "no cartridge detected" warnings which were not duplicated during testing. The force sensor was tested and the calibration was found to be high causing the force sensor to detect larger than actual force; this issue would not be likely to cause an adverse event as the pump should still detect the force from the cartridge during load step and alarm for an occlusion during use should one occur.